Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that an allergic reaction occurred. In (B)(6) 2014, a 2.75x16mm promus element plus stent was successfully implanted in an unspecified lesion. Approximately one month later, the patient experienced numerous rashes on their body, located on the upper part of the torso, buttocks and certain parts of the leg, which are a little larger than mosquito bites and occasionally itch. The physician prescribed antibiotic ointments and pills; however, the medication did not affect the rash. The patient has been on three blood thinners, plavix, verenta and eventa.